Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to pain. The surgeon opted to remove the femoral component to a smaller size and the bearing to a larger size.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. The femoral component and bearing were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.